Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred with multiple cartridges during basal delivery. The customer's blood glucose level was not impacted. Reportedly, the customer would attempt to use the pump until replacement pump is received.